Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred.

Event description:
The consumer alleged that the brush head broke while brushing. The break caused small parts that could pose a choking hazard. There was no report of injury.

Manufacturer narrative:
The customer reported: "head broke off whilst brushing." One handle was returned to ohc for failure analysis arriving in used condition with one charging travel case. No brush heads returned with the device. Performed visual external inspection of the returned handle observing the metal shaft is loose and moves freely independent of the drivetrain. Applied pulling force to the metal shaft confirming it is retained by the handle and does not separate or come apart. Performed functionality test confirming the handle was returned in a charged state, charges normally when placed on a known good lab reference test charger and in the returned charging travel case, powers on and is louder than normal as compared to a known good lab reference test handle when powered on. Additionally, it was observed that the handle vibrates in the hand more than normal as compared to a known good lab reference test handle. Mounted a known good lab reference test brush head to the returned handle and powered the device on observing the brush head falls off during operation. The device will not be amp tested due to evident internal drivetrain damage. No other issues were observed from the functionality testing. Performed visual internal inspection observing a loose brush hub screw. Loose brush hub screw failures result in the metal shaft becoming loose moving independently of the drivetrain causing louder than normal operation when powered on as well as excessive vibration to the hand during operation. Brush head walk off during operation is a secondary failure to loose brush hub screw. No other findings from the returned device.

Event description:
The customer reported: "head broke off whilst brushing" the device was returned to ohc for failure analysis. Per failure analysis the issue reported was the head broke off whilst brushing. Failure analysis concluded that the device malfunctioned. The cause of the customers complaint is a loose brush hub screw.